Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by stress from repeated use, external factors, or handling. The event can be detected by following the instructions for use (IFU) which state: "1 inspect the control section and endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. 2 inspect the boot and the insertion section near the boot for bends, twists, or other irregularities. 3 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a dent in the connecting tube due to physical stress. As a result of this dent, the suction volume did not meet the standard value. Additionally, the forceps or channel cleaning brush could not be inserted smoothly. Upon further inspection, it was observed that the coating of the connecting tube was peeling due to deterioration. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite bronchovideoscope has defects of the bending section and insertion tube. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the coating of the connecting tube was peeling which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.